Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 29, 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed in 2009. According to the complainant, about 2 weeks after replacement, the balloon deflated and came out. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".